Event description:
Received info stating customer touch screen is no longer functioning. Reportedly, customer's blood glucose level was a little high.

Manufacturer narrative:
The device has been received for eval; however, the eval is not complete. A supplemental report will be submitted upon completion of the eval.